Event description:
The customer reported that they were unable to acquire ECG via pads during a pt event. The customer stated that there was no negative pt impact.

Manufacturer narrative:
The customer reported that they were unable to acquire ECG via pads during a pt's event. The customer stated that there was no negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.